Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated. Wasserbauer r, pacik d, varga g, vit v, jarkovsky j, fedorko m. Short-term outcomes of water vapor therapy (rezum) for bph/luts in the first czech cohort. Urol j. 2021 sep 20;18(6):699-702. Doi: 10.22037/uj. V18i.6843. Detailed product information was not provided to bsc based on the nature of the information provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in urology journal, that a prospective study was conducted on patients with benign prostatic hyperplasia (bph) and moderate to severe lower urinary tract symptoms (luts) who underwent a treatment with water vapor therapy (rezum) between (B)(6) 2019 an (B)(6) 2020 to evaluate the short-term results of water vapor therapy. A total of 76 patients were included in the study. Regarding the patient outcomes, hematuria was the most common, affecting 15% of patients, followed by urinary tract infections (12%), urinary retention (7%), urgency (5%), clot retention (4%), and erectile dysfunction (1%). Despite the absence of a validated satisfaction questionnaire, 96% of patients reported being satisfied with their post-operative condition and would recommend the procedure, while two were only partially satisfied and one required further treatment with turp due to persistent urinary retention. The study showed significant improvements in urinary flow parameters, reductions in post-void residual, prostate volume, prostate specific antigen (psa) levels, and overactive bladder symptoms, with a notable enhancement in quality of life. Although the decrease in international prostate symptom score (ipss) score was not statistically significant, patient satisfaction was high and recommending the treatment. The study concluded that rezum is a safe and effective minimally invasive option for bph/luts in the short term.

Manufacturer narrative:
There was no device available for analysis; therefore, no visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. B3. Date of event the exact date of the event is unknown, estimated. Wasserbauer r, pacik d, varga g, vit v, jarkovsky j, fedorko m. Short-term outcomes of water vapor therapy (rezum) for bph/luts in the first czech cohort. Urol j. 2021 sep 20;18(6):699-702. Doi: 10.22037/uj.v18i.6843. Detailed product information was not provided to bsc based on the nature of the information provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in urology journal, that a prospective study was conducted on patients with benign prostatic hyperplasia (bph) and moderate to severe lower urinary tract symptoms (luts) who underwent a treatment with water vapor therapy (rezum) between december 2019 an july 2020 to evaluate the short-term results of water vapor therapy. A total of 76 patients were included in the study. Regarding the patient outcomes, hematuria was the most common, affecting 15% of patients, followed by urinary tract infections (12%), urinary retention (7%), urgency (5%), clot retention (4%), and erectile dysfunction (1%). Despite the absence of a validated satisfaction questionnaire, 96% of patients reported being satisfied with their post-operative condition and would recommend the procedure, while two were only partially satisfied and one required further treatment with turp due to persistent urinary retention. The study showed significant improvements in urinary flow parameters, reductions in post-void residual, prostate volume, prostate specific antigen (psa) levels, and overactive bladder symptoms, with a notable enhancement in quality of life. Although the decrease in international prostate symptom score (ipss) score was not statistically significant, patient satisfaction was high and recommending the treatment. The study concluded that rezum is a safe and effective minimally invasive option for bph/luts in the short term.